Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in failure of unit to start up. There was no patient involvement.